Event description:
The customer reported that there was no display when the unit was turned on. Further information was provided that the defibrillator was not switching on. There was no reported patient involvement.